Event description:
The subject crt device was implanted on (B)(6) 2019. On 2023, the patient had a high left ventricular threshold and 0 shock. It was suspicious to have such short longevity. When placed the features of the device on longevity fit app saw that there's a gap of 2,5 years between the expected longevity and actual longevity of the device. Initially the left ventricular lead parameters was: threshold 1/0,5.

Manufacturer narrative:
The conclusions are as follows: - the longevity¿s difference described in the complaint is due to the left ventricular setting modification between those follow-ups where the latest settings request a higher current consumption. - the battery curve has been extracted and did not reveal any abnormality. - based on the available data, no issue is suspected on the subject device. For more details, please refer to the analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt device was implanted on (B)(6). 2019. On 2023, the patient had a high left ventricular threshold and 0 shock. It was suspicious to have such short longevity. When placed the features of the device on longevity fit app saw that there's a gap of 2,5 years between the expected longevity and actual longevity of the device. Initially the left ventricular lead parameters was: threshold 1/0,5.